Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of two hospitalizations. He was hospitalized on (B)(6) 2012 for low blood glucose. Blood glucose was 41 mg/dl at the time of admission. Customer was not sure if there was a malfunction on his insulin pump that may have caused the low blood glucose. The second hospitalization was on (B)(6) 2014 due to high blood glucose. Blood glucose was 648 mg/dl at the time of admission. He consulted his primary physician for swollen legs with fluid coming out and was referred to the hospital. Customer stated the hospitalization was caused by congestive heart failure and diabetic water retention. He was released from the hospital on (B)(6) 2014. Customer's blood glucose at the time of call was 179 mg/dl. Cannula was bent and replacement was sent out. No other information reported.